Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by a patient's mother that the patient had a right hip replacement on (B)(6)2011. In (B)(6) of 2011, a revision was performed due to pain and infection.